Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that three days post placement of a 10 mm x 80 mm rx wall stent permalume stent in the distal common bile duct (cbd), the stent migrated to an unspecified location. The event was assessed as serious, mild and definitely related to the device. The pt underwent a second procedure at which time the stent was removed utilizing a rat toothed forceps. There were no technical or clinical complications during stent removal. An unspecified plastic stent was placed to complete the procedure. The pt's condition resolved with stent removal and placement of the plastic stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.